Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the patient sustained injury that required hand surgery on (B)(6) 2008. Subsequently, the patient required revision surgery which was performed on (B)(6) 2008. Tenoglide was used over flexor pollicis longus of the proximal phalanx during this second procedure. Adhesions were diagnosed on postoperative clinical evaluation. The surgeon considers that the product may be the related to the formation of adhesions. The patient complains of immobility at the site of the surgery.